Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported she cannot read and her distance vision is not as good as it should be, following intraocular lens (iol) implant surgery. She stated that her vision has improved from 20/60 to 20/30. Additional information has been requested from the implanting surgeon.